Event description:
Per the surgeon, the patient initially experienced drainage from the abutment site followed by a loss of osseointegration of the implant that was treated with an oral antibiotic and steroids (injection and topical). The patient was re-implanted with a new device.